Event description:
It was reported that the user experienced hyperglycemia after a meal, with the ilet displaying high and a confirmatory fingerstick of 407 mg/dl about 1.5 hours after dining at a brazilian steakhouse, despite entering a dinner announcement and using a cartridge and infusion set changed the prior day, with a history of infusion site scar tissue. Symptoms included elevated blood glucose. Outcomes included user troubleshooting and education for high glucose management. Investigation included complaint handling, case review, and user troubleshooting guidance focused on potential infusion site issues and meal-related factors. Investigation of this case revealed that the cause of hyperglycemia was unclear, with potential contribution from infusion site absorption variability related to scar tissue or high-fat/protein meal impact, and no device malfunction was identified. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.